Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-02065. It was reported the patient experienced stimulation in the wrong location. Reportedly, a physician consult was scheduled for x-rays in addition to an evaluation for surgical intervention. Follow-up identified the system was explanted on (B)(6) 2016 during an unrelated spine procedure.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-02065.